Event description:
It was reported that during the subcutaneous implantable cardioverter defibrillator (s-ICD) implant procedure, the physician was tunneling a few times and the electrode was place in a less optimal position. After the procedure, a successful defibrillation threshold testing (dft) was performed, the shock impedance was at 68 ohms. One day post implant, a device follow-up was performed and all parameters were within range. An x-ray was performed and the electrode appeared to be dislocated. The local boston scientific representative recommended that the physician perform a revision procedure since the electrode position was far from ideal. It was at the physicians discretion to not perform the revision procedure. The local boston scientific representative had suggested that the physician repeat the dft but the physician declined. X-ray imaging were provided to boston scientific technical services for review and it was confirmed that the electrode was placed in a less optimal position. No adverse patient effects were reported. This electrode remains in-service.

Event description:
It was reported that during the subcutaneous implantable cardioverter defibrillator (s-ICD) implant procedure, the physician was tunneling a few times and the electrode was place in a less optimal position. After the procedure, a successful defibrillation threshold testing (dft) was performed, the shock impedance was at 68 ohms. One day post implant, a device follow-up was performed, and all parameters were within range. An x-ray was performed, and the electrode appeared to be dislocated. The local boston scientific representative recommended that the physician perform a revision procedure since the electrode position was far from ideal. It was at the physician's discretion to not perform the revision procedure. The local boston scientific representative had suggested that the physician repeat the dft but the physician declined. X-ray imaging were provided to boston scientific technical services for review, and it was confirmed that the electrode was placed in a less optimal position, but it is at the physician's discretion to decide about another intervention or a conservative approach to monitor only. Boston scientific technical services provided troubleshooting options and suggested that the suboptimal electrode placement could cause further issues. No adverse patient effects were reported. This electrode remains in-service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.